Manufacturer narrative:
(B)(4) - device 3 of 8. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced an event of leakage with eight infusion sets as they leaked around cannula after being used for four days. There was stress or pull on the infusion set tubing. The leak was reported to be on site. The patient was able to change the infusion set. No further information available.